Event description:
It was reported that the ventricular lead exhibited noise in both bipolar and unipolar configurations. The noise could be reproduced with positional testing and isometrics. In 2008, lead impedance was 223 ohms bipolar. The lead was capped and replaced.

Manufacturer narrative:
Na